Event description:
New information received notes that x-ray suspected cardiac perforation by atrial lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room with pre-syncopal symptoms, pericardial effusion was observed on echocardiogram. The patient was hypotensive and in tachycardia. A pericardiocentesis was preformed and a catheter was inserted to evacuate the bleeding. There was no evidence of lead perforation on cat scan. All lead electrical anomalies were stable. The cause of pericardial effusion was unknown. The patient was stable, the heart rate has slowed, and the bleeding has decreased, however the catheter is still in place.